Event description:
It was reported that, "pt dissociated the inner ball from the constrained liner while the 22mm head held fast inside of it. Liner was destroyed during explantation. A new 48mm all poly constrained liner was then implanted."

Manufacturer narrative:
Device discarded by hospital. No evaluation will be performed. If additional information becomes available it will be reported on a supplemental report.